Event description:
A peritoneal dialysis (pd) pt reported finding a leak inside the cassette door following treatment. The pt called in for a heater bag alarm during treatment and when he completed treatment he discovered the leak. The pt was advised to discontinue use of the cycler and contact his pd nurse. The pt completed treatment with manual exchanges. During a f/u, call with the pt's pd nurse it was noted there were no complications and the pt has been able to continue with all pd therapy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.